Manufacturer narrative:
According to the gore® dryseal flex sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
The following was reported to gore: on (B)(6) 2019, this patient underwent a total debranching (bypass procedure for aortic arch branches) and an endovascular repair for an aortic arch aneurysm. At first, total debranching was performed. A gore® dryseal flex sheath was then advanced from the patient's left side for the endovascular procedure. Reportedly, the diameter of the left external iliac artery was 5-6 mm. It was also reported that strong resistance was felt during sheath insertion. All thoracic stent grafts were deployed with no issues. When the sheath was withdrawn to the left external iliac artery, angiography showed a rupture of the left external iliac artery and bleeding from the artery. The patient¿s blood pressure gradually dropped from 140 mmhg. A gore® viabahn® vbx balloon expandable endoprosthesis was implanted from the left common iliac artery to the left external iliac artery to repair the rupture. However, blood pressure still dropped, and imaging showed that bleeding did not stop. The second and the third gore® viabahn® vbx balloon expandable endoprosthesis was additionally implanted, however, bleeding from distal side was still observed. There was no further space to implant an additional device, so the surgical repair was elected. When the surgical incision was made, it was observed that the artery had many damages and was disrupted. The artery where the gore® viabahn® vbx balloon expandable endoprosthesis was implanted ligated at its proximal (common iliac artery) and distal (external iliac artery) area and the right femoral artery-left femoral artery bypass was created. The procedure was completed and the patient tolerated the procedure.